Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's niece reported via phone call that the insulin pump's drive support cap was protruding. Caller stated that she pushed the piece back in and the device began to function again. Blood glucose level at the time of the incident was 204 mg/dl. Caller stated that the damage may have come from the device being dropped. The insulin pump was not replaced or returned for analysis.